Event description:
Treatment of a right ica (internal carotid artery) aneurysm measuring 1.72mm x 2.13mm. During pipeline deployment, it was reported that the middle segment did not fully open. After numerous failed attempts of trying to fully open the pipeline, it was corked and removed.no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The pipeline was returned for evaluation still attached to the pushwire. Clotted blood was observed on it which prevented it from fully opening.(B)(4).